Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the caller went to use the analyzer and a message appeared stating "loss of communication". Technical support (ts) advised the caller to disconnect analyzer and reconnect with force to hopefully establish contact between the analyzer and programmer. The caller went to the biomedical engineering department to get a screwdriver to disconnect the analyzer and then reconnect to hopefully establish contact and communication between the analyzer and programmer. This did not work and the analyzer will be returned for repair. The caller stated no issues were encountered when using the programmer with other analyzers so the programmer will remain in use. There was no patient involvement.